Manufacturer narrative:
The MFR has no info further than that the device was implanted and pt presented with lethargy. Device was explanted on (B)(6) 2013. There is no further info on the pt or the event.

Event description:
Pt presented with lethargy. Blood culture on (B)(6) 2013 results negative.